Event description:
Customer reported he had changed the battery on the insulin pump and it would turn back on. He inserted three different batteries and the device turned back on. Customer's blood glucose was unknown. The device did not show any signs of physical damage. The device was not dropped, bumped, or exposed to moisture. Customer does not use recommended battery. Contacts are not missing or damaged. The battery compartment and spring was neither damaged nor corroded. Replacement battery cap was shipped. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.